Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient's explanted pump was discarded. Patient's indication for use was intractable spasticity.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot # n253980002, implanted: (B)(6) 2010, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and patient representative (rep) via a company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 1,000 mcg/ml at 367.0 mcg/day via an implantable pump. It was reported by the patient's mother that the patient has had an increase of her symptoms over the past couple months. Per the patient's mother, the patient had not had any falls or other events that could have caused this issue. Patient underwent dye study for her pump. The doctor was unable to aspirate her catheter, therefore, concluding the procedure. The catheter appears that it may be kinked, based on x-ray image taken during dye study. No other interventions were taken after the due study. Patient was going to follow-up with managing provider to discuss next steps. The issue had yet to resolve at the time of this report.

Manufacturer narrative:
H6. Annex f codes f11 and f0101, and annex e code e2402 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that a pump replacement and catheter revision occurred on (B)(6) 2025. The existing catheter appeared to have a significant kink on the proximal pump connector. 16cm of the existing catheter was removed and 46.3cm of a new 8596sc catheter was implanted. The new connected catheter was aspirated via the catheter access port (cap) to confirm patency. Per pump logs, a priming bolus was programmed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved. The pump was used to deliver gablofen (baclofen) 1000mcg/ml at 100.1 mcg/day.